Event description:
The kamra inlay was explanted from the left eye of a male patient approximately 1 month and 2 weeks postoperatively due to various visual disturbances including the following: glare, halos, haze, and blurry vision.

Event description:
It was reported that the patient's distance vision has improved to 20/30.